Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during set change while filling tubing. Customer's blood glucose at time of incident was unknown. Customer pushed her finger to plunger as troubleshoot and issue was resolved. The customer also reported that there is a fine lined crack at top left corner of pump. The customer stated the pump was dropped one time last year. The customer was advised the iw replacement will be processed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the occlusion test, prime test, excessive no delivery test, self test or a21 error test due to a33 alarm. The insulin pump passed the displacement test and operating currents test. No moisture damage was found inside the insulin pump. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.